Manufacturer narrative:
(B)(6). Device component code relates to device problem code - for the reported event of basket wire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ basket was used during a procedure on an unknown date. According to the complainant, during the procedure, the basket broke. The procedure was completed with another zero tip basket. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.